Event description:
It was reported that a user experienced a pairing failure between a dexcom g7 sensor and the ilet pump, despite reviewing alert settings, toggling between g6 and g7 modes, restarting the pump, and re-entering the sensor pairing code. Symptoms included no glucose data availability due to unsuccessful sensor-pump communication. Outcomes included interruption of automated insulin dosing dependent on cgm input and the need for user monitoring while awaiting sensor readings. Investigation included technical support-guided troubleshooting and education. Investigation of this case revealed that the device did not establish communication with the cgm after standard reconfiguration steps. It was concluded that the event involved a sensor-to-pump connectivity issue with undetermined root cause at the time of the call.